Event description:
Dr inserted a c0104s into the abdomen without insufflation, the doctor and scrub tech retracted the abdominal tissue upward during insertion with visualization. The doctor decided he wanted a smooth sleeve instead, which he put on the obturator and inserted the trocar again. The doctor then inserted another port c0529 and c0126. Pt pressure dropped due to bleeding, dr. Reopened the pt to control bleeding and finish case. Procedure was convented to open laparotomy. Once opened they found a small unnamed vessel in the mesentery of small bowel had been cut.